Manufacturer narrative:
(B)(4) d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a dissection of rectum of ileal conduit, the firing force was higher than usual, but the device could be fired all the way to the tip. When the knife was returned and the device was released, it was found at the 1st stroke of the 1st firing that the intestine had only been cut and the staples had not been deployed and there was no suturing. The procedure was changed to an additional procedure that was a surgeon was called in to perform an end-to-end anastomosis by hand suture. There was no effect on the patient after the surgery. The sales rep interviewed the physician later with the demonstration device, "the firing knob moved forward all the way to the tip. The staples did not fall out into the surgical field.¿ said. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2025. Additional event information -there was no particular uncomfortable/abnormal feeling except for the firing force was higher than usual when using the product involved. -no blood transfusion at time of this event occurred. -the patient's condition is uneventful after the surgery.

Manufacturer narrative:
(B)(4). Date sent 2/27/2025. D4 batch #521c10. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damaged and with a reload present. The reload had the proximal 15 drivers up and the remaining drivers down with staples present and a swing tab in the locked position. Also, the knife was note to be exposed. It is possible that the knife exposed noted on the reload is consist with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. Please refer instructions for use. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that eight staples were malformed. Additionally, the device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that eight (blue color) and five (green color) staples were malformed when fired on the blue and green height selector position. No conclusion could be reach on what caused the condition of malformed staples. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The device was shipped to cincinnati, oh for additional analysis to try and determine the cause of the staple malformation observed. Note: the complaint description provided by the sales representative does not allege malformed staples, rather it states no staples formed. Therefore, these observed malformed staples are not directly related to the alleged complaint description. The device was first CT scanned to assess any abnormalities such as damaged or misaligned components. The approximate centerline misalignment (skew) between the anvil plate and the cartridge channel was measured at .003¿ which is conforming to the .010¿ assembly requirement on d24029. Misalignment is a known variable for distal staple malformations and the CT scan results rule this out as a cause. This is also not a cause for ¿cutting without stapling¿. The device was then test fired with new reloads (lot # 940a80) on the green and blue settings. The resultant staple lines yielded no staple malformation. The staple malformation observed during the initial complaint analysis could not be replicated nor could any abnormalities be found on this complaint device that could have caused or contributed to this defect observed. There are other factors that could have contributed to this defect such as dried fluids on the anvil during initial testing, which would have not been present or greatly reduced upon the secondary testing performed in cincinnati. The findings in this analysis indicate that the device is conforming to specifications, and the cause of the alleged complaint description cannot be confirmed (cutting without stapling). All ntlc devices are manufactured with 100% inspections for critical to quality functions, such as staple forming and force to fire. Additionally, all reloads have 100% inspections for staple presence and sampling inspections for staple form performance. It is possible during loading and handling of the instrument, by the user, to inadvertently lose some or all the staples if the orange staple retainer is removed prior to cartridge loading. Follow instructions for use on how and when to remove the staple retainer to reduce the likelihood of mishandling and loss of staples before firing. A manufacturing record evaluation was performed for the finished device batch number 521c10, and no non-conformances were identified.

Manufacturer narrative:
(B)(4).date sent: 3/4/2025.additional information was requested, and the following was obtained:what is the surgeons experience with device? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. When the issue occurred, what anatomical structure was being fired upon intraoperatively. The surgical site was not sutured. Any photos taken? No. If yes, please send to productcomplaint1@its.jnj.com: n/a. Are there any more details that can be provided about after the procedure? There is no effect on patients after surgery. Any patient post op care was altered in any way, if yes, what were they? The doctor called the another surgeon and he hand-sewed to the affected area by an end-to-side anastomosis. Were there any staples in the field? No. Please describe the staples form (in operating room or in the demonstration)? There was no any staples.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2025. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.